Event description:
A cracked and shattered touchscreen on a customer's pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer could still interact with the pump despite the damage and planned to continue using the current pump until a replacement arrived. Technical support arranged for a replacement pump, which would include updated software, to be sent to the customer and provided instructions on how to handle and return the defective pump. Customer will continue to use current pump for insulin delivery.